Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found top case cracked by both corners. Bottom case cracked at l bracket and plunger cases were also cracked. Functional testing was unable to duplicate the problem during occlusion testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a primary audio alarm and will not clear. No patient injury was reported.